Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported break was confirmed as material deformation. The window tube was noted to be deformed at the distal end of the device. The purge hole was measured and found to be within specification for the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported break could not be determined. It may be possible that the device was inadvertently bent, causing a region of high pressure. Furthermore, while attempting to purge the device, it may be possible this region of high pressure caused the window tube to deform. However, due to the condition of the returned device, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction (brand name updated) correction (common device name updated) correction (manufacturer name, address, city, and postal code updated).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation, it was noted that the dragonfly imaging catheter tip was broken. There was no patient involvement. No additional information was provided.